Event description:
Follow up information received that the patient underwent surgical intervention in which the ipg was explanted and replaced. To address the issue

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
A patient experiencing pain at the ipg site was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.